Event description:
A report was received from (B)(6) stating that during use, "low minute volume" alarm was generated with no error. The vent didn't stop cycling. The device was replaced. No patient harm reported.

Manufacturer narrative:
An investigation is pending. Should additional information become available, a supplemental report will be submitted. (B)(4).